Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.

Event description:
It was reported that approximately 59 months post implant of a bifurcated device, an infrarenal aortic extension and a limb extension, an endoleak was identified. Reportedly there was a change in the aortic neck. It had grown larger. Physician elected to perform a renal snorkeling technique to achieve seal in the supra renal neck. It was reported that the patient tolerated the procedure well.

Manufacturer narrative:
The device remains implanted in the patient and is therefore, not available for analysis. Medical records and imaging were provided and reviewed by a clinical representative with the following impression: product use might have been incongruent with the IFU and sizing recommendations. Factors that might have contributed to the adverse outcome include: the aortic cuff and bifurcated stent were the same diameter; a history of hemophilia and a patent ima. The longevity of the in vivo device might have contributed to this complication as aneurysmal disease progression and/or unresolved endotension from a prior endoleak type ii. There was substantiating evidence of: an endoleak from the ima and the left hypogastric branch; an endoleak type ia, but an endoleak type iiia could not be ruled out due to the close proximity of the superior margins of the bifurcated stent to the aortic cuff. A manufacturing record review was performed; the lot met all release criteria with no related issues or deviations that would explain the reported event. The lot usage history showed that all units have been consumed and no other units from the same lot have been involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling.

Event description:
It was reported that approximately 59 months post implant of a bifurcated device, an infrarenal aortic extension and a limb extension, an endoleak was identified. Reportedly, there was a change in the aortic neck, which had grown larger. The physician elected implant an additional infrarenal aortic extension to treat the endoleak, and to perform a left renal stent/snorkel intervention to achieve seal in the suprarenal aortic neck. Ballooning of the existing graft (that had been palmazed into place in a previous case) was performed, followed by placement of an infrarenal aortic extension. However, the infrarenal extension slipped out of the aortic neck, due to blood pressure. The blood pressure was lowered and an additional infrarenal aortic extension was placed. The procedure was completed by performing a left renal stent (icast covered stent). The patient tolerated the procedure well.